Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross the heavily calcified occlusion had likely contributed to the reported separation of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion, leading the core to fracture. Further stress applied stress generated with removal then made the coil to fracture so as to detach the tip from the body of the guide wire. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that the tip of an asahi gaia second guide wire broke off during a percutaneous coronary intervention (pci) to treat an occlusion in the right coronary artery (rca). During the intervention, it was found that the tip of the guide wire was uncoiled. The patient's intravascular calcification was serious and difficult to pass through, the operator repeatedly tried to cause the guide wire to unwind, and the hospital reported the normal adverse events according to the process. Then the 1.5x10 mm balloon was delivered along the guide wire to a distance of 3 cm from the uncoiled point, which could not be reached. After 12 atm expansion, the head end could not be pulled out after repeated attempts, and the uncoiled point of the guide wire was found to be more and more obvious, so the balloon was withdrawn. The asahi corsair 135 cm microcatheter was sent along the gaia second guide wire to the place where the guide wire was uncoiled. After the microcatheter was discharged from the guide catheter (gc), it was found that the microcatheter could not advance. Considering that the guide wire was uncoiled and pulled, the guide wire had no support force, and repeated attempts were made to return the microcatheter to the gc. In the process of continuing to withdraw the microcatheter, the guide wire was completely broken, and it was found that the guide wire was several centimeters longer than the coronary artery. A non-asahi runthrough guide wire was delivered along gc to the right coronary occlusion. After repeated attempts, the guide wire passed through the occluded section to the distal end successfully, and verified that the guide wire was in the true cavity for many times. The sion guide wire was sent along gc to the point where the gaia second guide wire head was uncoiled, and the runthrough guide wire was also returned to the point where the gaia second guide wire head was uncoiled, and the two guide wires were wound clockwise to the point where the helix was uncoiled. After several attempts, the gaia second guide wire tip was successfully removed from the patient body.